Manufacturer narrative:
The unit is serviced by amco, steris' dealer in (B)(6). An amco engineer arrived on-site, inspected the unit, and found that module 10a and 10b were not operating properly and required replacement. The amco engineer replaced the modules and confirmed the harmony led surgical lights to be operating according to specification. The modules are being returned to steris for further evaluation. The investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported that a section from one of their harmony led surgical lights was flickering during a patient procedure. The user facility utilized the second light head and the patient procedure was completed successfully. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
The modules subject of the reported event were returned to steris for evaluation. Steris evaluated the modules and could not identify the cause of the reported event. The user facility has not reported any additional issues with the lighting system since replacement of the modules.